Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - broken baseplate/piece left in patient.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00889; 508-32-204, s801 - device cracked / broke. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.